Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the perforation was confirmed with an echocardiogram. A small pericardial effusion was also noted. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture, high thresholds, and was found to have perforated the heart wall. Subsequently, the rv lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.